Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 313.960 lot: 3191589 manufacturing site: hägendorf release to warehouse date: (B)(6) 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the cruciform screwdriver (product code: 313.960 & lot no: 3191589) was received at us customer quality (cq). Upon visual inspection, no breakage was observed on the device except few scratches on the handle that are consistent with the normal use. Device failure/defect identified? No. Dimensional inspection: the dimensional inspection was not performed as no breakage was observed on the device. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) investigation conclusion. The complaint was not confirmed as no breakage was observed on the received device. There were few scratches on the device handle which are consistent with repeated use of the device over 11 years. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during incoming inspection of a loaner set, it was observed that the 2.4mm cruciform screwdriver with holding sleeve was damaged with a broken handle. There was no patient involvement. This complaint involves 1 device. This report is for (1) cruciform screwdriver. This is report 1 of 2 for (B)(4).